Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 165.2 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis (ms) and intractable spasticity. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had an MRI on (B)(6) 2019 which was not related to her infusion system or therapy. She had the MRI due to having a stomach virus and exacerbation of her ms. The exacerbation of her ms was causing a decreased ability to walk. The pump logs were read, and no motor stall recovery message had logged. The pump was re-interrogated, and no motor stall recovery message had logged. The plan was to continue interrogating the pump and checking for the stall recovery message. Additional information was received the same day ((B)(6) 2019) at which time it was reported that no recovery message had logged, and it had been an hour since the first interrogation. The reporter checked the logs again during the call and the motor stall recovery message was in the logs with today¿s date ((B)(6) 2019) at 12:09 pm. No patient symptoms were reported related to the motor stall. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.